Event description:
It was reported to philips that the system failed to make exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that procedure that was to be done when the issue occurred was aborted and scheduled for a different time. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and review of the system log files identified a defect with the cooling unit flow switch. The fse replaced the cooling unit and performed a de-air calibration. The cooling unit was returned for failure analysis. The failure analysis team identified that the sealing ring of the cooling unit was damaged, which could lead to the cooling unit leaking. If the cooling unit was leaking, the cooling circuit of the tube would no longer be reliable and the system would stop working and producing x-rays. After the cooling unit was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.